Event description:
A male pt contacted lifecor customer support to report that the electrode belt was continually coming loose from the monitor. He stated that when he tightened the connection today a couple of pins broke off. He stated that he replaced them and reattached the electrode belt. He reported that it appears to be working fine now. Support sent the pt a replacement electrode belt and monitor.

Manufacturer narrative:
H4: electrode blet 2007; monitor 2005. Evaluation summary: device evaluations of electrode belt and monitor have been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. There were no pins missing. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. Monitor was found to operate normally. It was restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt and monitor.